Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 7 years and 8 months due to stenosis, calcification, pannus and structural valve deterioration. No other details reported.

Manufacturer narrative:
Evaluation summary: as received, a cut was noted at the free margin of leaflet 1. The cut measured approximately 4-5mm and was most likely due to disruptions at explant. The valve exhibited heavy calcification in the cusp area leaflet 3, moderate to heavy in the cusp area of leaflet 2 and moderate at cusp of 1. At the free margins, calcification was moderate at leaflet 3 and minimal to moderate at leaflets 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Tears were noted at commissure 3 at leaflets 2 and 3. The tears measured approximately 3mm. Calcification was noted at the region of the tears. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal to moderate at the stent inflow and the stent outflow. The x-ray demonstrated calcification. X-ray. Additional manufacturer narrative: the device was returned and evaluated by edwards. The reported calcification and pannus/host tissue growth was confirmed as the root cause of this event, leading to the stenosis.

Manufacturer narrative:
(B)(4): structural valve deterioration. Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. Although the root cause cannot be confirmed, it appears that the stenosis experienced by the patient was due to the pannus and calcifications noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.